Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2016 with the following findings: the review of the black box data showed evidence of cs-052 alarms. An ezprime and 24 hour duration tests were successfully completed with no call service alarms duplicated. Upon removal of the pump cover, intermittent condition was found to the continuous glucose monitoring module due to a non-fully seated inter-board flex/connector. In addition, the battery compartment was cracked below the bumper pad.